Event description:
It was reported that during a left anterior descending coronary artery stenting procedure, after pre-dilatation was performed, the 3.5x38mm xience xpedition stent delivery system (sds) was advanced to the lesion and negative was pulled. Balloon inflation was attempted, but failed. The sds was removed out of the anatomy without reported issue. Once removed, blood was observed inside the inflation lumen. The operator could not confirm any noticeable balloon damage. A non-abbott stent was successfully implanted in the lesion. There were no adverse patient effects and no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly, the device was prepared while inside the patient. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the user to prepare the device prior to entering the body. In this case, the IFU deviation does not appear to have contributed to the reported difficulties, however, will be addressed in the account requested technical report. The device was returned for evaluation. The leak and failure to inflate were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.